Event description:
It was reported that the patient experienced a shocking or jolting sensation the previous winter. It was believed that they were able to program around it, and the patient had not experienced it recently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).